Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer alarmed overtemp during testing. The reporter contacted tech support and also discussed a possible thermistor issue. There were no adverse effects as a result of this event.